Event description:
It was reported the sides of the end user's peristomal skin "split in two locations" approx. One month ago. The end user sought treatment from a local wound ostomy continence nurse. Silver nitrate to both of these areas. The end user was also issued a prescription for an antifungal powder (nystop); however, the end user was not using the antifungal powder at the time of this report. No further patient complications were reported.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow up report will be submitted. Note: this complaint involved an unknown number of devices. This FDA form 3500a has been issued to represent the unknown number of devices. A separate FDA form 3500a has been issued to represent the one known device.